Event description:
Patient presented for a 5f retrograde right femoral access diagnostic angiogram. The physician then attempted to close the femoral puncture using a 5f celt device. Dr. Reported maintaining backward tension when releasing the proximal wings. However, on release of the implant immediate arterial bleeding was noted and an x-ray confirmed that the 5f implant had embolized. The groin was managed with manual pressure without any sequelae for the patient who was later discharged after evaluation with good distal pedal pulses and a warm foot. The embolized implant was left in situ. Patient returned to see dr. On (B)(6) 2019 for a further follow up x-ray. No issues noted, x-ray revealed device still appeared to be in mid sfa.